Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 330 mg/dl. It was stated that the customer complained of nausea and vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to continue troubleshooting, but she mentioned that the insulin pump was cracked. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.